Event description:
It was reported that the physician was unable to get the programming system to turn on to allow him to get the patient's vns parameters. Review of the device history records confirmed all quality tests were passed prior to distribution. Follow up with the physician confirmed that everything was alright with the patient and the issue was with the handheld. The handheld was plugged into the outlet from friday until monday and was on the floor; however, the handheld did not turn on that monday. The physician tried to power up the device again on (B)(6) 2013 after having it unplugged. The physician plugged the handheld into the outlet and the screen came on right away. The following day, the patient came into the office and the physician was able to use the handheld without any problems. No additional information has been provided.